Event description:
Patient reported infusion set adhesive not sticking. He indicated this issue began with the box of infusion sets he began using 3-4 days prior. Patient stated that the infusion set would stick for 1-2 hours before they fell off. He switched to using infusion sets from a different box and they worked properly. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was discarded and therefore will not be returned for evaluation. Patient did not have product identification information available.

Manufacturer narrative:
No product will be returned for evaluation.